Event description:
After prime the device did not work.

Manufacturer narrative:
The unit was not returned for evaluation. It is not possible to verify an assignable cause without evaluating the alleged complaint unit. Insufficient information for a complete investigation. The DHR for lot 06313-05 was reviewed. The units met manufacturing specifications when released and there were no issues related to the complaint. There were (B)(4) units release from lot 0613-05. There were (B)(4) reported microtip unit failures. Log 06313-05 has a failure rate of (B)(4).